Event description:
A malfunction in the pump was reported by the caller, and there were no notable events before the malfunction. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in successfully resetting the pump, ensuring that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any malfunction code appeared again, acknowledging and understanding the instructions provided.